Manufacturer narrative:
The evaluation revealed the broken t2 femur nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed; the provided nail was found broken at the proximal of the distal nail holes. The breakage surfaces indicated a fatigue fracture with an incipient crack at lateral / anterior. In this area the edge of the drill hole had become damaged intra-operatively by the drill. The crack progressed through the anterior web towards medial with increasing tension in the posterior web. The final separation occurred by tension and torsion indicated by a rough surface topography and ascending residual fracture. In this case the nail broke after an implantation period of roughly 7 months. A timely bone consolidation is required in order to relieve the nail during this period. Sufficient bone consolidation should be reached within estimated 6 months. As no medical records were available the course of bone healing remained unknown. An age of 49 years suggests an agile person. In this case it could not be determined if the surgeon had instructed post-operative weight bearing. An artificial material damage ¿ caused intra-operatively ¿ reduces the material resistance and increases the risk of implant damage. Above facts are listed in the IFU. Summarizing above a product deficiency was not verified. The event was most likely caused by impaired bone healing (patient) contributed by intra-operative material damage (user). Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The event was not caused by a product deficiency.

Event description:
On (B)(6) 2017, t2 femoral nail surgery was performed. During the follow up, it was found that the nail has broken at the most proximal hole of the distal on (B)(6) 2017. The revision surgery is performed on (B)(6) 2017. The fracture bone was not healed. X-rays are unavailable due to the customer policy. No any screws broken. Revision implant is nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2017, t2 femoral nail surgery was performed. During the follow up, it was found that the nail has broken at the most proximal hole of the distal on (B)(6) 2017. The revision surgery is performed on (B)(6) 2017. The fracture bone was not healed. X-rays are unavailable due to the customer policy. No any screws broken. Revision implant is nail.